Event description:
A malfunction was reported on the pump, specifically with malfunction code malf 1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy. The customer was guided on how to reset the pump, but the issue recurred, leading to technical support's decision to replace the pump. A replacement pump with updated software was sent, and the customer was informed of the necessary steps for returning the malfunctioning pump and using the new one, including accessing training in their tandem source account.